Event description:
According to the hospital (please refer to the hospital's medwatch report (B)(4)): during a navigated spinal surgery, treu disposable schanz screws 3mm/100mm were used to fixate the (B)(4) reference array to use (B)(4) navigation to assist in screw placement and general localization during decompression. The array was placed using two 3mm schanz screws in the iliac crest. The procedure was a spinal l2-l5 decompression and screw/rod placement. Event and pt outcome according to the hospital: the schanz screw broke in two pieces while it was being removed from the iliac crest. The surgeon removed the two valves of the pin and took a fluoro shot (x-ray) to be sure no pieces remained in the pt. There was no prolonged anesthesia time. No negative clinical effect to the pt was reported.

Manufacturer narrative:
According to the hospital (please refer also to the hospital's medwatch report (B)(6)): the schanz screw broke in two pieces while it was being removed from the iliac crest. The surgeon removed the two halves of the pin during the same surgery and took a fluoro shot (x-ray) to be sure no pieces remained in the pt. There was no prolonged anesthesia time. No negative clinical effect to the pt was reported. Results of MFR's investigation (treu): review of the device history record (DHR) confirm that the product was manufactured according to the specs and records confirm that the released devices met specs. We (treu) therefore follow the conclusions of the distributor ((B)(4)) for this specific product for this specific site: (B)(4) investigation: root cause: no definite root cause can be described as the broken screw was thrown away by the hospital. The pin was not re-used (one-time use as specified). According to (B)(4) support, one pin was inserted twice and at the placement of the x-press clamp, the pins were bent to fit. This might have caused a material weakening. (B)(4) corrective action for this specific site: this user was in formed about the investigation results. The users at this hospital were reminded of the available relevant warnings and instructions for the use of the 3mm schanz screws in combination with the (B)(4) reference array.